Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrilation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a high temperature issue occurred. During the procedure, the temperature reading on the stockert generator fluctuated erratically. The high temperatures were reported to have exceeded the temperature cut-off. Replacing the catheter with a similar like device resolved the issue and the procedure was completed successfully. This complaint is reportable because device malfunction of this type could potentially contribute to serious injury.

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a high temperature issue occurred. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple had intermittence inside the dome. A cool flow pump test was also performed and the catheter passed specifications. The customer complaint has been verified. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)